Event description:
Customer reportedly received the following results on the mobile system: 2:41: hi (greater than 600 mg/dl) 2:42: 189 mg/dl 2:48: 153 mg/dl 3:05: 140 mg/dl 3:07: 220 mg/dl 3:09: 71mg/dl 3:17: 74mg/dl severe low blood glucose symptoms were reported with these results. No actions taken based on device results. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer returned an empty test cassette. Cassette returned without strips.